Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the o2 flush pressure switch was cracked and this was causing an unquantifiable leak. The o2 flush switch was ordered for replacement. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the unit was not ventilating as expected. There was no report of patient injury.